Event description:
Per the clinic, the patient was a poor performer since initial implantation, no hearing developed over time and the patient became a non-user. The patient decided to start using again but after years without stimulation, the clinic requested a cochlear specialist to verify the device function.